Event description:
An endurant stent graft system was implanted for the endovascular treatment of the pre-operative rupture of a 9.0 cm diameter abdominal aortic aneurysm. The length of the proximal neck was less than 10mm and the degree of angulation was greater than 60 degrees. It was reported that there was a possible type ia endoleak. The final angiogram showed a blush in the sac and the graft was approximately 5 mm's below renal. The physician stated they thought it was porosity. The physician then placed a proximal cuff. The angiogram still showed what appeared to be porosity. Aptus screws were then placed. After placing 8 aptus screws in the proximal neck the leak appeared to resolve. The physician stated the event was related to the procedure. No additional clinical sequelae were reported and the patient is fine. Additional information received reported that the physician was unable to determine the type of endoleak. It was noted that the patient had a follow up CT scan and there was no longer a leak. The physician reportedly could not determine a cause for the endoleak. The initial stent graft landed 5 mm below the renal arteries and the proximal cuff was placed just below the renal arteries but did not cover them.

Manufacturer narrative:
(B)(4) ¿ off label use (treatment of rupture, neck angulation >60 degrees).